Event description:
It was reported the pt was experiencing a loss of therapeutic effect following a revision in july. Impedance measurements were within normal range but a bit on the high side. There were several repeating impedances (3095 and 2467). It was recommended to increase the voltage and re-run the impedance test. Therapeutic impedance values were unk. Electrode impedances were then run at 3.5 volts. All values were in the normal range (left 716 at 81 ua, right 1401 at 41 ua). The pt was getting some therapy benefit as well as side effects during programming. There was no known incident related to the onset of the symptoms. The pt had good tremor control for seven months post implant. Then the effects were reduced and the device needed to be reprogrammed to get the same benefit. The pt was at the clinic in fair condition. Reprogramming was attempted but without success as the pt would experience slurred speech at higher voltages or pulse width. Imaging was conducted and both leads appeared to be in good position. A kink was noted on the left lead. It was unk if the kink was causing the lack of effect. The pt was to be scheduled for removal of the left lead in january.